Event description:
ICD bi v removal. "...the patient was recently seen in ward at which time the patient's device was discovered to have noise and oversensing in rv lead. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a pocket revision, switch rv and lv lead and generator change."